Manufacturer narrative:
Catalog number updated from unknown to 5820066221. Investigation results indicate that the bur was not fitted to the correct attachment, this is the likely cause of breakage. A review of the label, #5820-101-700 revision a, has "uw" (use with) instructions as follows; "uw 5100-010-4xx, 5100-120-4xx, 5407-120-4xx" the attachment used was catalog number 5100-015-252. The quality investigation is complete.

Event description:
It was reported that the bur broke while trying to remove it from the micro drill attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke while trying to remove it from the micro drill attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.